Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump's battery was rapidly depleting. Reportedly, the customer's blood glucose level was not impacted. The customer was unable to locate any instances of rapid battery depletion in complete history. The customer stated pump data would be uploaded to t:connect for tandem technical support to review. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.